Event description:
The pt reported that the pump dispensed insulin one time during one of the ezprime phases. She noted that the pump loses prime multiple times each day. There is no indication that the pt was connected to the infusion site at the time of the event.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. During eval, the force sensor pins were found to be damaged.